Event description:
The procedure was coil embolization for left pulmonary arteriovenous fistula that was mildly tortuous and not calcified. Access was obtained from femoral artery. The event happened during the coil detachment. It was noted that the physician could not detach the presidio ((B)(4), complaint product) using a cable ((B)(4), complaint product) although pressing the detachment button about 7 times. Additional manipulation was used to detach the coil, and the physician was pulling and pushing the coil several times but the situation did not improve. He made another attempts after replacing the cable but the coil still remained attached to the dpu. Therefore it was decided to retrieve the coil but shortly after, the coil unintentionally detached with the proximal section of the coil was in the microcatheter and rest of the coil was in the aneurysm. The detachment was not attempted at that time. The entire coil was safely pushed into the target aneurysm. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications were reported. It is unknown how many coils were successfully placed using the same cable before the complaint product. It is also unknown if the microcatheter (transit, unspecified) was also replaced or not. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted. The complaint products are going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
During a coil embolization of a left pulmonary arteriovenous fistula with mildly tortuous noncalcified vessel characteristics the 16 mm x 47cm presidio 18 cerecyte microcoil (pc4181647-30/(B)(4)) could not e detached using the connecting cable (ecb000182-00/(B)(4)) although the detachment button was pressed approximately 7 times. Additional manipulation was used to detach the coil, and the physician was pulling and pushing the coil several times but the situation did not improve. He made another attempts after replacing the cable but the coil still remained attached to the dpu. Therefore it was decided to retrieve the coil but shortly after, the coil unintentionally detached with the proximal section of the coil was in the microcatheter and rest of the coil was in the aneurysm. The detachment was not attempted at that time. The entire coil was safely pushed into the target aneurysm. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications were reported. It is unknown how many coils were successfully placed using the same cable before the complaint product. It is also unknown if the unspecified transit microcatheter was also replaced or not. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Pre-deployment electrical check was performed and no issues noted. An adequate continuous flush was maintained through the microcatheter and there was no resistance encountered during coil introduction into the microcatheter. As reported the coil was implanted. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted. However, the melting detachment fiber pooled around and above the resistive heating coil's socket ring. The returned connecting cable passed electrical and functionality testing. The most likely contributing factor to the coils detachment difficulty and the eventual unintentional detachment was, in part, due to the melting detachment fiber pooling around the distal tip of the dpu. The melting fiber temporarily captured the suture or the coil's socket ring before releasing it during removal. Based on the available information and without the return of the complete detachment system, a definitive root cause cannot be determined; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The coil was implanted. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted. However, the melting detachment fiber pooled around and above the resistive heating coil¿s socket ring. The most likely contributing factor to the coils detachment difficulty and the eventual unintentional detachment was, in part, due to the melting detachment fiber pooling around the distal tip of the dpu. The melting fiber temporarily captured the suture or the coil's socket ring before releasing it during removal. In addition, without the return complete detachment system, the transit microcatheter, and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.